Event description:
On (B)(6) 2011, a 9-level spinal fusion was performed extending from the ilium to t6-t7 spine level. On (B)(6) 2011, it was reported that the iliac screws had broken post-operatively. It is unknown if the breakage required revision surgery.

Manufacturer narrative:
Nuvasive reference (B)(4). It is unknown if revision surgery has occurred. The affected components have not been returned to nuvasive for evaluation. Root cause of the reported event has not been determined. Should the product be returned, investigation will resume and any relevant information will be reported. Labeling review notes the following: "potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury." "Metallic internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone." "Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient's activity level will dictate the longevity of the implant."